Event description:
It was reported that the t: slim x2 pump battery would not charge, despite the caller using a tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. The customer tried using multiple adapters and cables, but the issue persisted. As a resolution, tandem technical support decided to replace the pump and advised the customer to use multiple daily injections (mdi) as a backup to ensure insulin delivery was not interrupted. The customer was informed that they would receive a replacement pump with updated software and was instructed on returning the faulty pump to avoid additional charges.